Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, vomiting and diarrhea. The customer's blood glucose levels were over 600 mg/dl. The customer experienced high blood glucose levels for the past 16 days. Troubleshooting was not possible as the insulin pump had no power, and the battery cap could not be removed. Nothing further was reported.